Manufacturer narrative:
The insulin pump was received with currents in specification. Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 118 mg/dl. The motor error had occured more than once within thirty day, the insulin pump will be replaced. Nothing further reported.